Event description:
The complainant reported an impella patient developing an access site infection. As a result the pump was removed and antibiotics were given.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.